Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4574-53 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the hospital complaining of syncope. Intermittent capture was noted along with varying thresholds, though historically the threshold measurements had varied considerably. Lead impedances were steady but had decreased since implant. Ventricular outputs were hard programmed to 3.0 v with capture management programmed off. The lead remains in use. No further patient complications have been reported as a result of this event.